Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software crashed and was inaccurate up to approximately 4 to 5 mm once the software was brought back up. The patient was re-registered and the procedure was completed successfully without a delay, medical intervention, or adverse consequences.

Manufacturer narrative:
The reported event of a unusual termination of the application after registration and 1 hour into the navigation could not be confirmed. Based on the information in the log file an unusual termination of the application was detected but this occurred before the registration was started. The application was restarted, and the patient data was restored successfully; after which the system was used approximately an hour before a new registration was performed. An unusual termination event was not registered in the file. More specific information as to why the application was terminated could not be determined.

Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software crashed and was inaccurate up to approximately 4 to 5 mm once the software was brought back up. The patient was re-registered and the procedure was completed successfully without a delay, medical intervention, or adverse consequences.